Event description:
It was reported that during a visual in-coming quality inspection at the subsidiary in japan, foreign matter contamination was found in each of ten devices examined. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. The root cause was identified as lack of cleanliness at the supplier and poor process controls at the supplier. Incoming inspection was not effective. A new supplier has been selected and add'l changes have been made to the inspection procedure. This report is being submitted to the FDA as a result of a retrospective review of product complaints.